Event description:
During service, the baxter repair technician reported depleted batteries. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.